Event description:
Reporter indicated a dell handheld vns computer's screen froze after interrogation of an unk pt. A hard reset resolved the screen freezing and the patient was able to be successfully interrogated several minutes later.